Event description:
Co received an explant report detailing an elective explant of generator and s/p lead due to post-op noise. Attempts to reproduce the noise in the or were unsuccessful. The generator and sensing/pacing lead were replaced.